Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the up arrow button on the insulin pump would get stuck. The customer went to the emergency room the first weekend of (B)(6) 2015 due to an infection and high blood glucose level of 492 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. She had ketones. The customer was not wearing the insulin pump for a couple of days because she could not get the insulin pump to work. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.